Event description:
It was reported that both knees have stryker total replacement devices implanted. Right knee surgery was (B)(6) 2011, no medical issues. Left knee surgery was (B)(6) 2012, no medical issues. The patient, age (B)(6), six (6) months after stryker total replace device was implanted. Patient fell at her home the end of (B)(6) 2012 on both knees then on her left shoulder. After patient fall on left and right knees, she experienced continuous pain in both knees when trying to stand in an upright position. Patient sought medical help from an orthopedic surgeon who scheduled many tests over several months. The surgeon ordered a bone scan of both knees only to find something seriously wrong with the left knee cap, the right knee cap showed some evidence of a milder knee cap injury. Patient is now receiving home care visits from a registered nurse and a physical therapist so she will be able to walk without continuous pain in both knees. The orthopedic surgeon performed revision surgery, 14 may 2013, on the patient's left knee to find that the insert was broken into two pieces. The surgeon replaced the insert piece(s) and stapled the incision closed. The patient spent 2 ½ days in the hospital and now receiving home care visits from a registered nurse and a physical therapist so she will be able to walk without continuous pain in both knees.

Manufacturer narrative:
Catalog number is unknown at this time. The device was reported as an unknown left stryker knee (B)(4). It was noted that the device is not available for evaluation as it remains in patient control. Additional information has been requested and if received, will be provided in the supplemental report.